Manufacturer narrative:
The event description the customer reported to the MFR did not indicate a potential pt safety issue. The device was subsequently returned to the MFR and analyzed. The info from this failure analysis was received on 08/11/2011, and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber cap was worn out. The fiber cap was intact and still attached. The fiber cap was drilled through. The fiber cap exhibited char, devitrification, cratering and melted glass. The condition of the fiber/cap will result in forward firing. The root cause of the device failure was determined to be use accelerated by tissue contact. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
It was reported by a customer that on (B)(6) 2011, there was diminished fiber vaporization at 244,806 joules. A failure analysis, conducted by a MFR quality engineer, disclosed that the fiber cap was worn out.